Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. However, the insulin pump passed the displacement, rewind, and self test.

Event description:
It was reported that insulin squirted and the insulin pump alarmed during the manual prime process. It was stated that the display had a black dot. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.